Manufacturer narrative:
The evoke cls remains implanted. The patient¿s previous motor vehicle accident may have contributed to the reported pain at the cls implant site and difficulty charging their cls. Following the revision procedure to reposition the cls, the patient confirmed resolution of the reported event. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include cls migration or suboptimal placement, which may result in pain or difficulty in charging and the patient may require surgery (including revision, explant, and replacement) as a result.¿.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and difficulty charging. The patient reports that these issues occurred following a motor vehicle accident; the patient suspects that their cls positioning was impacted due to the accident. A revision procedure was performed to reposition the cls and resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. H3 other text: device remains implanted in the patient.